Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic attenuation was observed. It was noted that it was not clear to the physician if there was an issue with the phrenic nerve, and whether the patient presented any symptoms. The case was completed with cryo. The patient was discharged with no apparent symptoms. It was noted on a later follow up with the physician, that the patient's diaphragmatic issues and shortness of breath were improving. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. The data files showed that there was a system notice indicating that the refrigerant level was too low to continue (#50013) on the date of the event. The catheter was not returned for investigation. In conclusion, a phrenic nerve injury was encountered during the procedure and the catheter was not returned. If information is provided in the future, a supplemental report will be issued.